Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the bent nail was attributed to nonunion and additional trauma. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that a sign pediatric fin nail, implanted to repair a fracture, was replaced due to additional trauma that bent the nail. The bent nail was replaced with a 8mm x 240mm fin nail per the sign technique manual. Surgeon comment: "pastor (B)(6) was riding a motorcycle going for the first to the church where he was going to serve when he had an accident. He explained that he was very sad because just when he was already walking and making good progress, he met an accident that bent his nail." "Assessing the xray, it seemed like he has a delayed union which contributed to the implant failure."